Event description:
On (B)(6) 2022, during preventive maintenance, the thermogard ivtm system (sn tgxp00064) was leaking coolant from the drain coupler. No patient involvement.

Manufacturer narrative:
On (B)(6) 2022, during preventive maintenance, the thermogard ivtm system (sn (B)(4)) was leaking coolant from the drain coupler. Observed coolant in the drip pan and the reservoir was half full. The root cause was due to a worn-out plastic material of the drain coupler, likely due to normal wear and tear. The thermogard xp ivtm system was manufactured in 2008 and is 14 years old, well past the expected service life of 5 years. To remedy the issue, drain coupler was replaced. No physical damage was observed on the thermogard console during visual inspection. Following service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(4).